Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump touch screen was unresponsive. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level was 246 mg/dl.